Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawer 3.1 was sticking. A field service engineer successfully replaced the slides and retractor band. My escort was able to effectively retrieve the drawer. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system drawer is malfunctioning; the ball bearings are dislodged, preventing the drawer from closing properly. The customer reported that she successfully obtained her medications by using an alternative workstation. There were no adverse events or injuries reported based on this event.